Event description:
During a device exchange while tightening the set screws on the header of the device, the set screws appeared to be stripped. A new device was successfully implanted to resolve event. The patient was stable with no patient consequences.